Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of a time base background test in alarm history. The device was received with both tamper seals broken and a 3rd party seal present. The bottom case screw insert was missing, the top case corners were cracked, and the right plunger case was also cracked. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To investigate the reported issue, a power up process and an occlusion test were conducted. The reported issue could not be duplicated. The problem was determined to most likely be due to the counterfeit (broken glue) black low profile super capacitor that was installed on the main board. Therefore the problem was due to customer damage. The main board was replaced, a power up process was performed, and the device passed all functional tests.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a time base background test in alarm history more than once. It is unknown if there was a patient involved in the reported event.